Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 500 mg/dl at the time of the event. When the infusion set was removed from the customer's body, the cannula was found to be bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.